Manufacturer narrative:
The end user repaired the unit. There was no ge healthcare repair.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws.â â  block d4 unique identifier: (B)(4) legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in a potential leak >4.5l/min during a case. There was no patient injury.